Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered possible inappropriate therapy for rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response.